Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. Prior to the release of the closure device, transesophageal echocardiography (tee) revealed a thrombus formed on the core wire. The thrombus was suspected to have pulled back into the sheath with the core wire after the release criteria was met. The patient remained stable and was discharged the following day.